Manufacturer narrative:
P-cap locked in place properly during testing. All buttons were tested while navigating the menus, and unresponsive buttons were noted. Unable to perform self-test due to unresponsive buttons preventing proper navigation of the menus. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. No moisture damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscope inspection, u1 on the keypad assembly had a broken solder joint on pins #5 and 6, causing the keypad anomaly. The following cosmetic damages were noted: label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer allegations were confirmed when buttons were unresponsive during testing, due to broken solder joint on u1 keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was partially performed; however, the buttons remained unresponsive. No harm requiring medical intervention was reported. Mmt-1805 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.